Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 307 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site (abdomen). As treatment, a manual injection was delivered and a new pod was applied.

Manufacturer narrative:
The following fields have been updated based on additional information provided by the patient: lot no: l71256. Expiration date: 1/27/2023. Device mfg date:7/27/2021. The following fields have been corrected based on additional information provided by the patient: model no 19191. Unique identifier (UDI) # (B)(4).